Manufacturer narrative:
(B)(4). Concomitant medical device: neutral liner 32 mm i.d. Size gg for use with 48 mm o.d. Size gg shell, # item 00885100832, lot 62777182; shell with uni-hole porous 48 mm o.d. Size gg for use with gg liners, # item 00875704800, lot 62771126; bioloxâ® delta, ceramic femoral head, m, ã¸ 32/0, taper 12/14, # item 00877503202, lot 2733033. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-01253, 0001822565-2019-01252. The product will not be returned to zimmer biomet for investigation as it remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was experiencing moderate trochanteric pain, moderate limp, and needed the support of two crutches at the time of her fourth year visit.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.

Event description:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.